Manufacturer narrative:
Device is a combination product.

Event description:
It was reported stent damage occurred. The target lesion was located in the anomalous circumflex. A 3.00 x 38 synergy stent was advanced to treat the lesion. However, it was noted that the stent was deformed, impacting its deliverability through the catheter and positioning in the coronary artery. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported stent damage occurred. The target lesion was located in the anomalous circumflex. A 3.00 x 38 synergy stent was advanced to treat the lesion. However, it was noted that the stent was deformed, impacting its deliverability through the catheter and positioning in the coronary artery. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination of the crimped stent found damage to the proximal end and mid-section of the stent with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.